Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a safety needle. The customer states that while drawing up medication form the vial, the needle detached from the hub, leaving the needle shaft still lodged in the rubber stopper.